Event description:
It was reported that during the atypical atrial flutter (afl)/ electrophysiology study (eps) ablation procedure to treat atypical atrial flutter faradrive steerable sheath clear was selected for use. It has been mentioned that the first faradrive and versacross access solution was prepped without issue. Transseptal access in a mid-septal location was obtained using the versacross access solution for faradrive. The versacross pigtail wire was advanced to the left superior pulmonary vein (lspv). Resistance was encountered when advancing the first faradrive with the versacross dilator across the septum. The physician opted to replace the first faradrive with a second faradrive. The second faradrive was advanced across the septum over versacross pigtail guide wire successfully. The procedure was completed successfully without complications with the second faradrive. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.